Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received report of a patient treated with coolsculpting to submental area with coolmini applicator in (B)(6) and (B)(6) 2021 may have developed paradoxical adispose hyperplasia.

Event description:
Allergan aesthetics received report of a patient treated with coolsculpting to submental area with coolmini applicator in (B)(6) and (B)(6) 2021 may have developed paradoxical adispose hyperplasia.

Event description:
Allergan aesthetics received report of a patient treated with coolsculpting to submental area with coolmini applicator in (B)(6) 2021 may have developed paradoxical adispose hyperplasia.

Manufacturer narrative:
Correction to previous emdr - when additional info. Was received: (B)(4) become aware date (g3): 5/4/2022.